Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. As for the cause of the faulty cable, there was a cut on the cable sheath. It is likely that the cable was broken because water leaked from that part. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had a broken cable. Upon inspection and testing of the returned device, it was noted that a defective cable caused a black image. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the device did not pass the water tightness test. Initial reporter health professional was inadvertently checked; reporter's title is unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.